Manufacturer narrative:
The site has been sent information on prevention of or fires with the results of our investigation.

Event description:
The report stated that the surgeon was using coag at 20 watts during the excision of a lesion on left nasolabial fold under mac with o2 at 3 liters through a nasal cannula when the cannula ignited. The o2 was turned off immediately and cannula removed. Fire was extinguished by smothering with hand. The burn was mixed first and second degree burn to upper lip/molar areas (slight) and intranasally. Post injury it was treated by application of room temperature compresses and acute debridement of the burn to neutralize heat contact. Current condition of patient is well and has been released from the hospital.